Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance measurement was measured at greater than 150 ohms, beginning on (B)(6)2019. Patient was recommended for a lead extraction/replacement.